Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced multiple parts including the sample syringe module, sample probe and the sample probe inner wash valve to resolve the issue. The fse performed quality control and passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported six (6) patients had low results on multiple chemistries including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), calcium (ca), glucose (glu), blood urea nitrogen (bun), creatinine (cre), alkaline phosphatase (alp), alanine aminotranferase (alt), asparte aminotransferase (ast), albumin (alb), direct bilirubin color (dbc), total protein (tp), cholesterol (cho), triglyceride (tg), hdl-cholesterol (hdl), ldl-cholesterol (ldl), magnesium (mg), and gama glutamyl transferase (ggt) on their dxc 700 au clinical chemistry analyzer. The erroneous patient results were generated on multiple dates. The customer indicated that one patient was transferred to (B)(6) urgent care facility. Two patients (sample ID (B)(6) had results reportable out of the laboratory, however later amended. The customer repeated all samples on another au analyzer and reported normal results out of the laboratory. This MDR is for patient was transferred to an urgent care facility. Patient results were generated on (B)(6)2024.

Manufacturer narrative:
Upon additional review and follow-up with the customer on (B)(6) 2024, it was determined that there was no adverse event for this patient. The customer confirmed the sample was repeated with normal results. There was no report of death or serious injury to the patient attributable to the output from the device in this event. This MDR was updated to address the malfunction of the device. The following sections were updated: b1- changed from adverse event to product malfunction. B5 ¿ describe event is updated to reflect no impact to the patient and updated to malfunction. H2 ¿ type of reportable event is revised from serious injury to malfunction. H6 ¿ health effect (impact code) is revised from code 4614 to code 2199.

Event description:
The customer reported six (6) patients had low results on multiple chemistries including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), calcium (ca), glucose (glu), blood urea nitrogen (bun), creatinine (cre), alkaline phosphatase (alp), alanine aminotranferase (alt), asparte aminotransferase (ast), albumin (alb), direct bilirubin color (dbc), total protein (tp), cholesterol (cho), triglyceride (tg), hdl-cholesterol (hdl), ldl-cholesterol (ldl), magnesium (mg), and gama glutamyl transferase (ggt) on their dxc 700 au clinical chemistry analyzer. The customer indicated the erroneous patient results occurred on multiple dates. Two patients (sample ID (B)(6) had results reportable out of the laboratory but later amended. The customer repeated all samples on another au analyzer and reported normal results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for six patients. This supplemental MDR is for event-1 for patient results and malfunction which occurred on (B)(6) 2024.

Manufacturer narrative:
G3: aware date added.